Manufacturer narrative:
(B)(4). To date the unit has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured.

Event description:
The customer reported that a ft10 generator had been cutting when not told to when used with a rp2 foot pedal and unknown monopolar device. No patient injury